Event description:
It was reported that during laparoscopic gastric bypass procedure, the tissue pad dropped off the device but did not fall into the pt. Another device was used to complete the procedure. There were no adverse consequences for the pt. Device discarded.

Manufacturer narrative:
(B)(4). Info not available, device not returned for analysis.